Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during cartridge fill the user observed no drops in the tubing despite advancing past (B)(4) units, confirmed the set was not connected to the body, removed the cartridge, and insulin spilled with visible leakage in the pump chamber; a new cartridge from lot 31699 was installed with connections seated properly, and the supply change was completed with normal function. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no alerts or alarms, and no impact to therapy after the supply change. Investigation included user troubleshooting and education, inspection of the cartridge and connections, and replacement with a new cartridge. Investigation of this case revealed evidence consistent with a leaking or improperly sealed cartridge leading to insulin leakage into the chamber, which resolved with replacement and correct seating of connections. It was concluded, based on previously established findings for similar reports, that the cause was user handling or a cartridge seal issue.